Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was a damaged or open unit package/seal where sterility of the product is compromised. The following information was provided by the initial reporter. The customer stated: "the package was torn."